Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, per a report in the maude database, as the screw was being placed, the head broke off. The distal portion was left in place in the bone.

Manufacturer narrative:
This report is a duplicate report of 1043534-2015-00047. Any further information will be sent under that number.